Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding intermittent, variable impedances. Two signal artifact monitor (sam) events occurred with noise and low, out-of-range pace impedances of less than 200 ohms on both leads. Ts suspected electromagnetic interference (emi). The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding intermittent, variable impedances. Two signal artifact monitor (sam) events occurred with noise and low, out-of-range pace impedances of less than 200 ohms on both leads. Ts suspected electromagnetic interference (emi). The device and leads remain in service. No adverse patient effects were reported.